Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked from the threads to the case seal and the battery cap threads were stripped. Additionally, investigation revealed that the display screen was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap threads were found to be stripped and the battery cap was not able to fully secure to the pump. The pump lost power when attempting to fasten the battery cap to the pump. A test battery cap was used to complete investigation. The pump was exercised for 24 hours on a 1.0 unit per hour basal rate with no errors, alarms, warnings or loss of power occurring. During testing, the display was discolored. (B)(6).